Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. The lead was explanted and replaced. Patient was in stable condition post operation.